Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Section g2 was corrected to align with the information in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, errors e433 and e460 were confirmed, as well as touch panel failure and a damaged front panel. However, the definitive root cause of error e433 could not be determined. Error e460 occurred due to a defective generator board. Error e433 is triggered by the device¿s safety system and occurs during device startup if the effective value of the output signal which is set for testing falls below the intended limit of 130 volts. It is possible that error e433 occurred as a result of a disturbance due to interspersed electromagnetic interference fields, the foot switch being actuated while the generator was booting, a defective foot switch due to a short circuit in the connector or defective reed contact, or a defective cable connection between the high voltage power supply board, relay board, and the generator board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
It was reported to olympus that an hf unit (generator) had an e433 error. The reported problem was found during inspection before use. There was no delay. The intended procedure was a laparoscopy. The procedure was completed using a similar device. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.